Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the dilator bunched and the suture detached from it, inside the patient, when the physician tried to pull the leg assembly through the sacrospinous ligament. The physician used his hands to retrieve the detached suture piece, with the needle at the end, from the patient. The procedure was completed with another pinnacle posterior pfr kit without any complications to the patient, who is reportedly "excellent" post-procedure.

Event description:
It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the dilator bunched and the suture detached from it. Inside the patient, when the physician tried to pull the leg assembly through the sacrospinous ligament. The physician used his hands to retrieve the detached suture piece, with the needle at the end, from the patient. The procedure was completed with another pinnacle posterior pfr kit without any complications to the patient, who is reportedly "excellent" post-procedure.